Event description:
The customer alleged that she performed a control test and received a result of 562 mg/dl. She performed control tests while troubleshooting and received control test results of 541 and 442 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 240 mg/dl, 290 mg/dl and 130 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.